Event description:
A talent stent graft system was inserted into a pt for the emergent endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology was reported as severely calcified and mildly tortuous. The external iliacs were approximately 8 mm in diameter; however, due to calcification, the lumen was much smaller. It was reported that a talent bifurcated stent graft was attempted to be inserted in the pt; however, due to the severe calcification, the device could only be advanced a few centimeters into the right external iliac. The talent device was only tried once on the right side before removing it from the pt. The physician elected to use another manufacturer's 16 fr dilator followed by a 20 fr dilator to expand the vessel; however, when using the 20 fr dilator, the right external iliac ruptured, and there was a large amount of blood loss. The physician elected to implant 2 stents from another manufacturer in the right external iliac to repair the rupture. After the vessel started to undergo hemostasis and clot-formation, a fogarty catheter was used to remove the clot. It was decided to abort the endovascular repair procedure and treat the pt at a later date. No additional clinical sequelae were reported, and the pt is fine. The device has been received by medtronic, and the evaluation has been completed.

Manufacturer narrative:
(B) (4). Results: arterial trauma/dissection/perforation. Severely calcified vessels. Dilator. Conclusions: severely calcified vessels. Dilator. Evaluation summary: the device was returned in the shelf carton loose on the inner tray and wrapped in a biohazard plastic bag. Blood residue was evident on the device. The stent graft was still loaded in place. There was a kink on the sheath at 15cm from the edge of the graft cover, most likely due to the return packaging. Otherwise, the device was unremarkable. The sheath outer diameter at the marker band measured 0.288" (22f) with a snap gauge. No abnormalities were found with the device. Based on the information provided, the positioning difficulties complaint was most likely caused by the severely calcified vessel anatomy.